Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No alarm was noted for a compromised force sensor system. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 92 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer also stated that after receiving the alarm, the insulin pump would count down and then the screen would go black. She continued that the time and date set-up would be prompted, and upon responding to the prompt, the insulin pump would ask her to disconnect and rewind again. The customer reported that when this originally occurred, it only happened once, whereas on the date of reporting, this occurred three times before this cycle was cleared out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).